Manufacturer narrative:
The products were not returned for analysis. The lot history record review was not performed because this complaint was based on a review article, and no device/lot information was provided. Based on available information, the reported rehospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Health effect - clinical code 4582, added.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event,implant date: date estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.

Event description:
This is filed to report rehospitalization. It was reported through a research article identifying the mitraclip device which maybe related to patient re-hospitalization. Details are listed in the article: single session transesophageal echocardiography and transcatheter mitral valve repair using mitraclip in the covid-19 era. No additional information was provided.